Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Clinical symptoms code: appropriate term/code not available (B)(4) used to capture blood heavy metal increased. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Asr medical records received. The patient was implanted with asr xl. It was also reported that the patient had a revision surgery however there were no reason or revision notes provided. After review of medical records patient was revised to addressed failed right total hip arthroplasty secondary to mechanical complications of metal on metal hip replacement. Prior to revision patient alleged pain, elevated cobalt and chromium levels. There was some metallosis along the trunnion. Doi: (B)(6) 2007; dor: (B)(6) 2020; right hip.